Manufacturer narrative:
H4: the lot was manufactured between february 1, 2023 - february 2, 2023. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the customer had cut out the bottom piece of the housing. A functional leak test was performed, no evidence of leak was observed from the flow restrictor. The infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the flow restrictor. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.